Event description:
It was reported that the device was explanted after an implant duration of approximately 4.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: no response was received from the surgeon despite our repeated attempts to contact for return of product and additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.